Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 48 mg/dl at the time of incident, had treated with 4 glucose tablets and current blood glucose level was 107 mg/dl. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states they did not use auto mode and states auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer recalls insulin dripping or squirting from end of set before connecting at their site and there was an insulin exiting. Customer reports programming was accurate. Customer declined and not able to continue the troubleshooting because they was shaking and a little bit disoriented. Customer was able to run test on transmitter and states the transmitter was working. The sensor will be and reservoir, insulin pump will not be returned for analysis.